Event description:
It was reported that the patient presented for an upgrade procedure. During the procedure, upon interrogation, the atrial lead exhibited low amplitude p-waves. The atrial lead was explanted and replaced. The patient was stable throughout.